Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the device¿s markerbands. No issues were noted with the profile of the shaft polymer extrusion. The hypotube was broken 415mm distal to the strain relief. A visual and tactile examination found that the hypotube was severely kinked close to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 28 x 2.75 promus premier¿ drug eluting stent was advanced to treat the lesion but the proximal part of the catheter shaft snapped almost 20cm from the hub outside the patient. The physician removed the device completely by pulling over the shaft. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 28 x 2.75 promus premier¿ drug eluting stent was advanced to treat the lesion but the proximal part of the catheter shaft snapped almost 20cm from the hub outside the patient. The physician removed the device completely by pulling over the shaft. The procedure was completed with a different device. No patient complications were reported and patient's status was good.